Event description:
It was reported that this subject experienced ascites post-administration that was treated medically. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 1465.4 gy; dose to total normal tissue was 62.9 gy. Lung shunt calculation was 3 percent. Therasphere treatment administration was performed on (B)(6) 2024 to multiple selective through the femoral artery using two dose vials. Total administered activity was 1.65 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 1433 gy and dose to total normal tissue was 62.9 gy. Lung dose calculation was 2.4. On (B)(6) 2024, 67 days post the therasphere administration subject was noted with ascites. On (B)(6) 2024, child-pugh score was assessed as b (functional compromise, worsening disease) 7-9 points. On (B)(6) 2024, the subject underwent paracentesis to relieve ascites caused by deteriorating liver function. Another paracentesis was performed revealing an infection, and antibiotics were administered accordingly. Ascites was medically managed with spironolactone 50 mg/ daily. No action was taken with regards to the study medication tremelimumab for the event, while durvalumab was interrupted on (B)(6) 2024 in response to the ascites. On (B)(6) 2024, ascites was treated medically with lasix 20 mg/ daily orally. On (B)(6) 2025, ascites was treated with paracentesis and amiloride 5 mg/daily orally. On (B)(6) 2025, CT scan findings showed lr-tr nonviable with no progression of disease.

Manufacturer narrative:
D3, manufacturer zip/postal: (B)(4). G1, MFR site zip/post code: (B)(4). The vial lot number was not provided by the study.

Event description:
It was reported that this subject experienced ascites post-administration that was treated medically. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver was 1465.4 gy; dose to total normal tissue was 62.9 gy. Lung shunt calculation was 3 percent. Therasphere treatment administration was performed on (B)(6) 2024 to multiple selective through the femoral artery using two dose vials. Total administered activity was 1.65 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Dose to perfused liver was 1433 gy and dose to total normal tissue was 62.9 gy. Lung dose calculation was 2.4. On (B)(6) 2024, 67 days post the therasphere administration subject was noted with ascites. On (B)(6) 2024, child-pugh score was assessed as b (functional compromise, worsening disease) 7-9 points. On (B)(6) 2024, the subject underwent paracentesis to relieve ascites caused by deteriorating liver function. Another paracentesis was performed revealing an infection, and antibiotics were administered accordingly. Ascites was medically managed with spironolactone 50 mg/ daily. No action was taken with regards to the study medication tremelimumab for the event, while durvalumab was interrupted on (B)(6) 2024 in response to the ascites. On (B)(6) 2024, ascites was treated medically with lasix 20 mg/ daily orally. On (B)(6) 2025, ascites was treated with paracentesis and amiloride 5 mg/daily orally. On (B)(6) 2025, CT scan findings showed lr-tr nonviable with no progression of disease. It was further reported that the adverse event of ascites was not related to the therasphere device or procedure.

Manufacturer narrative:
D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). The vial lot number was not provided by the study.